Manufacturer narrative:
Concomitant medical products: enpower dcb (dcb0000500/lot unk), enpower control cable (ecb00018200/lot unk) and unspecified mircocatheter. (B)(4) lot and expiration date not provided. Conclusion: the presidio and enpower control cable were returned for analysis. The unspecified enpower detachment control box (dcb) and microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. The unspecified presidio device positioning unit (dpu) will be identified as ¿a¿. The unspecified enpower control cable will be identified as ¿b¿. The coil was apparently implanted as reported. The detachment fiber partially melted. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 52.3 ohms (range 48.5/56.0) and the enpower and cable systems ready green light illuminated. No manufacturing defects were found. The remote ccb functionality verification passed with the detachment cycles initiated and the cables resistance passed with a reading of 0.8 ohms (specification =2.0 ohms) and enpower dcb were utilized for testing purposes. No manufacturing defects were found. The lot numbers were not provided, the manufacturing records could not be reviewed. The complaint of the coils non-detachment followed by an unintended detachment was confirmed. While the exact root cause cannot be determined, the evidence as received highly suggests that the detachment fiber partially melted which then became temporarily adhered to the coil. When the dpu was retracted, the coil was released from the partially melted detachment fiber. At this point the coil was pushed back into the target site. In addition, without the return of the coil, the unspecified enpower dcb, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Since no manufacturing defects were found, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, when they tried to detach the presidio 18 coil (pc418124030/lot unk) into the un-ruptured mca artery aneurysm using an enpower dcb (dcb0000500/lot unk) and enpower control cable (ecb00018200/lot unk), it wouldn't detach. The physician pulled the coil back into the microcatheter where it detached. He then pushed the coil wire and placed the entire coil in the aneurysm. The coil was not entangled with previous coils and had not stretched during removal from the aneurysm. A pre-deployment electrical check had been performed. A fault light had not been seen, and the green system ready light illuminated. All connections fit properly without need for excessive force. No further codman coils were implanted, and the procedure was completed with a competitor's coils. There was no patient injury.